Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sept2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. It was advised that the customer replace the flow sensor assembly. The customer replaced the flow assembly to repair the unit. The gas delivery system (gds) was return for analysis. An investigation was performed and the root cause was due to an out of spec air flow sensor u1. Replacement of u1 corrected this failure. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit failed air flow accuracy testing. There was no patient involvement.